Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery after changing the infusion set. The customer had issues rewinding the insulin pump. The insulin pump was unable to rewind after three times. However, she was able to rewind and get the insulin started. The customer was unable to troubleshoot. Customer's blood glucose level was 158 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.